Event description:
It was reported that the customer was in a car accident while driving and hit a tree. The caller stated that her husband is in the emergency room, and the internal screen in the insulin pump is ink blotted and cracked. The wife stated that the blood glucose at time of the event was 126mg/dl. Advised the wife to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding display glass. Further testing could not be performed due to the cracked and bleeding screen glass.